Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload had a full staple complement. Functionally, the reload was loaded into pmv representative instruments and applied to test media. All staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the nurse connected the reload to idrive device, checked the jaws opening/closing and all of three indicators (handle, adapter ,cartridge) were illuminated green. Then left the device on the mayo table with the jaws opened. The surgeon could close the jaws and tried to fire the device, however could not. The procedure was completed with another device. The status of the patient is no problem.